Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer reported unwanted pregnancy and loss of fallopian tubes. She stated that her life was in danger. All the events were considered as related by consumer company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had an unwanted pregnancy after essure (fallopian tube occlusion insert) insertion. On an unspecified date she lost her fallopian tubes (regarded as salpingectomy). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (to confirm inserts position and tubal occlusion). In this particular case, neither the temporal relation between pregnancy and essure insertion was provided nor was confirmation test information given. Although limited information is available, considering pregnancy nature; causality with essure cannot be excluded. Regarding the remaining event, if, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact medical reason for the reported salpingectomy was not informed, the company cannot exclude this surgery was performed as a consequence of essure therapy. Therefore, this case was regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Quality safety evaluation received on 17-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 18-may-2016 no additional information can be obtained, due to lack of contact details. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 19-may-2016 for the following meddra preferred terms: pregnancy with contraceptive device.the analysis in the global safety database revealed (B)(4) cases. Salpingectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had an unwanted pregnancy after essure (fallopian tube occlusion insert) insertion. On an unspecified date she lost her fallopian tubes (regarded as salpingectomy). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (to confirm inserts position and tubal occlusion). In this particular case, neither the temporal relation between pregnancy and essure insertion was provided nor was confirmation test information given. Although limited information is available, considering pregnancy nature; causality with essure cannot be excluded. Regarding the remaining event, if, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact medical reason for the reported salpingectomy was not informed, the company cannot exclude this surgery was performed as a consequence of essure therapy. Therefore, this case was regarded as incident. The outcome of the technical investigation resulted in an unconfirmed quality defect. No further information can be obtained due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs